Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system, 3.8 mm aortic cutter was activated into a highly calcificated aorta, but no hole was made in the aorta. The surgeon claimed that the cutter was blunt. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the investigation is completed. (B)(4).